Manufacturer narrative:
Exemption number e2015058. (B)(4). The history log for this device showed that the pad-pak was first installed on the (B)(6) 2015 and that it had performed to specification up to and including the last log entry on the (B)(6) 2017. Upon return of the device investigation found the fault can be attributed to the q37 transistor being measured and found to have failed. The q37 transistor is a part of the on/off circuity. A breakdown in the on/off circuity would potentially cause the device to switch on automatically, as per the reported fault. The fault was witnessed during the investigation. The fault could not be replicated when q37 was replaced. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device switching on automatically.